Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping monitor indicating the system generates a yellow alarm instead of vtach red alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation of the system that the mx40 calculated the ECG heart rate and analyzed the morphology with the patient information center correctly. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.